Event description:
A report was received that the patient received pain injections for inadequate stimulation. No additional information is available.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-70, serial #s: (B)(4), description:scs 70cm iii lead.

Event description:
A report was received that the patient received pain injections for inadequate stimulation. No additional information is available.

Manufacturer narrative:
Additional information indicates that the patient had 8 epidural and one si joint injections. The physician stated that the patient's injections were for arthritis pain as the patient is experiencing new pain as well as the existing pain.